Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the small battery drive device had no power. During an in-house engineering evaluation, it was determined that the small battery drive device failed general condition, sticky speed trigger, off mode, oscillation/forward/reverse mode function, oscillation angle, switching function for forward/reverse, power with the test bench, worn coupling head, no voltage output from the electronic control unit and corroded gears and bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.